Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to diabetes ketoacidosis on (B)(6) 2018 with blood glucose level of 666 mg/dl. The customer¿s blood glucose was 599 mg/dl at the time of the incident. The customer had symptoms like nausea, abdominal pain, sweating, difficulty breathing. The customer treated with shots. Customer was alleging the insulin pump was under delivering. The customer reported that the drive support cap was normal. The insulin pump will be returned for analysis.